Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. Inflation was performed twice at 12 atmospheres for 10 seconds. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.